Manufacturer narrative:
The catheter is not available for evaluation. Without return of the product, it is not possible to confirm the complaint. Lot number was not provided, therefore, review of the manufacturing records could not be completed. Review of the available information suggests that clinical factors may have contributed to the event reported. No other actions will be taken at this time.

Event description:
It was reported that the pacing probe could not be removed from the patient through the sheath. The clinician tried pulling out the probe but they recognized that the effort was adding too much stress on the probe. Due to the possibility that the probe of breaking the probe inside the patient, the clinician removed the catheter, pacing probe, and sheath introducer all together at the same time. When checking the devices after removal, thrombus-like material was found about 1cm from the tip of the probe." The swan-ganz catheter used with the probe was model number 991hf8. There were no patient complications reported.

Manufacturer narrative:
The pacing probe is expected to be returned for evaluation; however, it has not yet been received.